Manufacturer narrative:
The customer evaluated the device and reported that the internal battery was depleted and a capacitor (c177) on the analog pcb assembly was observed to be physically damaged. The customer declined to return the device to medtronic for eval.

Event description:
The customer complained that the unit will not turn on. There was no pt use associated with the reported complaint.